Event description:
The facility had sent an infusion pump in for service where a baxter service technician discovered code 812:02 at initial power up. The facility's rep stated that no pt injury or medical intervention was involved with this pump. Info was requested regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, but no additional info was available. Additional contact info was requested but no additional contact info was identified.